Manufacturer narrative:
A third party service agent performed initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device gave an "abnormal energy delivery" message, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Service agent further evaluated the device and the reported issue was unable to be verified and unable to be duplicated. Root cause is unable to be determined. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio control to report that their device gave an "abnormal energy delivery" message, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.